Event description:
It was reported that during inspection, a problem occurred with the mixing pump head. It was noted that the replaced arctic sun device pump head.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump head. The device was evaluated and the reported issue was confirmed as it was noted that the mixing pump head was faulty. The mixing pump head was replaced. Device passed applicable testing. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump head. The device was evaluated, and the reported issue was confirmed as it was noted that the mixing pump head was faulty. The mixing pump head was replaced. Device passed applicable testing. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during inspection, a problem occurred with the mixing pump head. It was noted that the replaced arctic sun device pump head.

Event description:
It was reported that during inspection, a problem occurred with the mixing pump head. It was noted that the replaced arctic sun device pump head.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.